Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was at eri and when trying to re-measure the battery voltage, got a screen saying "cannot estimate remaining longevity". The device remains in use. No patient complications have been reported as a result of this event.